Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient saw a 8286 error code- empty reservoir message on the pump. Patient was in the healthcare provider¿s (hcp) clinic on (B)(6) 2013 and it was stated that the meds didn't arrive and patient had enough volume and since they saw that the refill date at max activations was (B)(6) 2014, they planned to refill patient on (B)(6) 2014. There was no alarm reported when patient was in the clinic. There were no patient symptoms at the time of this report. It was further added that presently there was no audible pump alarm. Patient's pump physician was out of town and hence there was no interrogation of the pump due to clinic being closed. They were trying to locate another clinic to refill the pump or would manage the patient with oral meds. Drug delivered via the pump was unknown to the reporter. Additional information has been requested; a follow-up report will be sent when it becomes available.